Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information was available and records indicate this system remains in service. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shock impedance that was detected via the patient's remote home monitoring system. Additional information states that the field representative called and left a message to the clinic; however, no response was received. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicated that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements that were detected via the patient's remote home monitoring system. Additional information obtained from the field representative indicated that the physician was already notified and no further intervention was performed. This system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating high out of range shock impedance measurements continue to be observed. No adverse patient effects were reported.